Event description:
It was reported that the patient was getting a magnetic resonance imagining (MRI) scan of the lumbar spine (l-spine) for low back pain. The patient was also supposed to get the pump refilled on the date of report. The device was used to deliver dilaudid (hydromorphone). In addition, the following medical condition was reported: back and leg pain. When the patient had leg pain, he said that something was "wrong" and that it usually was a "slip" disc. The patient also said that the pump was providing relief, and that he could not walk without the pump. The status of the patient was reported as unknown. It was further reported that the dose of dilaudid was increased by 10% and that the patient was no longer experiencing an issue and was receiving good therapy. However, additional information received indicated that the patient started complaining about back pain, and the physician continually escalated the amount of drug the patient was getting. However, it was not working. The pump volume was checked, but there had not been any discrepancies. The reporter stated that the drug was going somewhere. The physician believed that there was a catheter issue and that the patient needed to have a dye study performed. The patient was scheduled to have the dye study on (B)(6) 2012 to determine the level of the catheter tip, but the patient cancelled it because he had a death in the family. At the time of report, the patient had not contacted the physician to say that he was back in town so they could have him rescheduled. The physician expected that he would have to refer the patient to a neurosurgeon to have it revised or replaced. It was also reported that there were no plans to explant the current pump as it was clearly a catheter issue. The reporter stated that the patient was not hospitalized to his knowledge.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).